Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported, left side intracapsular rupture. Diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported left side intracapsular rupture diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Explanting physician reported left side intracapsular rupture diagnosed via MRI. The device has been explanted.

Event description:
Explanting physician reported left side intracapsular rupture diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening assessed as an fold flow opening. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported left side intracapsular rupture diagnosed via MRI. The device has been explanted.